Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was prophylactically being replaced for a device that would accommodate a quadripolar lead. If a new quad lead could not be placed, the physician planned to change the device to a competitor bipolar left ventricular lead device due to poor battery longevity on the patient's current device. The device was explanted and the new quad lead was connected to the header of the new device and the impedance was high. After reconnecting several times, the lead continued to have high impedance. The device was not used and the quad lead was connected to a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a grommet was loose/detached and a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.